Event description:
It was reported that the patient had an MRI in 2008 that showed subcutaneous fluid from l1-l5. The catheter was replaced at about 2 weeks later. The health care provider indicated that the patient experienced hypertonia and dystonia (dates not provided) and that the patient was better after the catheter revision. The pump contained lioresal 2000 mcg/ml at a daily dose of 800-950 mcg. The patient outcome was reported as "patient recovered without sequelae".

Manufacturer narrative:
Results: used for the catheter.